Event description:
It was reported that the patient had an MRI. The next day, the patient presented with chills, diaphoresis, and a fever. They were unsure if the symptoms were related to the device. They reviewed the print report following the MRI and all appeared "ok". They planned to work the patient up to see if they could determine the cause. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.